Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 28-dec-2026. The customer also complained of failed calibrations and out-of-range qcs after the event. They replaced the reagent bottles and electrodes (at 8% assays left), which resolved the issues. The field service engineer (fse) inspected the analyzer and determined that a clogged sipper nozzle due to the customer's sample quality caused the event. He replaced the vacuum and sipper nozzles and the sample probe. He verified the analyzer's performance with a green rack, ion-selective electrode checks, and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode assay results for multiple patient samples tested on the cobas pro ise analytical unit. One example of discrepant results was provided: the initial result from the analyzer was 168.2 mmol/l, accompanied by a data flag. The repeat result from another cobas pro ise analytical unit was 153.9 mmol/l. The physician asked for a rerun. The repeat result was deemed correct.